Event description:
It was reported that pump displayed malfunction alarm with code that required customer to contact support, and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.